Event description:
During sample evaluation at the manufacturing plant, visual inspection revealed a crack on the injection site. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received without a pouch for evaluation. Upon visual inspection, a crack was found on the injection site. The condition was confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.